Event description:
The pt had a pelvic tubal ligation on 10/4/96. The pt was readmitted with abdominal pain/foreign body on 11/22/96. The shaft of the penumo-needle used in the 10/4/96 surgery had broken off in the pt.